Manufacturer narrative:
(B)(4).

Event description:
According to the sales rep, during a sleeve gastrectomy the cartridge was connected to the handle, the surgeon fired the cartridge and after 15 mm the device stopped the surgeon took the knife back and all the staples were curved. No reinforcement material used in conjunction with the stapling device. No injury to the patient.

Manufacturer narrative:
(B)(4): post market vigilance (pmv) led an evaluation of one reload opened by the account. Visual inspection of the cartridge revealed that the reload was partially fired with the interlock engaged. The anvil clamping mechanism was deformed. The reload was loaded into a pmv representative handle and adapter for functional testing. The reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was applied to test media. All remaining staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates the device lot number was released meeting all quality specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
The surgeon continued to use the same idrive handle and completed the case successfully.